Event description:
During service by baxter, the infusion pump's channel b keypad 'stop button' was not working. No additional information was available.

Manufacturer narrative:
Evaluation summary: the pump was returned to baxter for requested service. During pump evaluation the baxter technician found that the stop button on channel b keypad was not working. Channel b keypad was replaced to fix the problem and the pump was returned to the customer fully operational. This issue is being investigated.